Manufacturer narrative:
Reported event was confirmed by review of photos. As confirmed from the images provided, the coating was peeled off the (femoral stem). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Reported event was confirmed by review of x-rays provided. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the devices were discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: part: 00877503602 name: bioloxâ® delta, ceramic femoral head, m, ã¸ 36/0, taper 12/14, lot:2683298; part: 00620205622 name: shell porous with cluster holes 56 mm, lot: 62289790; part: 00784801300 name: modular neck p 12/14 neck taper use with +0 heads only, lot: 62120456. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-01966.

Event description:
It was reported patient experienced ongoing pain in left hip arthroplasty, with onset approximately two years post-implantation. Patient was treated with otc medication, epidural injection, and narcotics. Patient was reported to have experienced instability, pain, bursitis, fever, chills, swelling, and required use of a cane and wheelchair. Patient was subsequently revised approximately four years post-implantation due to infection and loosening of the femoral stem. The explanted poly liner was found to be fractured. All components were revised.